Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22231. It was reported that the patient presented in clinic for routine device exchange. Device interrogation revealed oversensing noise leading to pacing inhibition on the right ventricular (rv) lead and right atrial (ra) lead. The leads were explanted and replaced during the exchange procedure. The patient condition was stable.